Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens ruptured the capsular bag upon leaving the injector. The surgeon explanted the rayone aspheric rao600c iol, performed an anterior vitrectomy and implanted a three piece lens successfully without further incident during the original surgery session. The surgeon attributes capsule rupture to the lens coming out of the injector much faster than he anticipated. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The product subject to this report has not been returned to rayner. It is presumed to have been discarded following explant. Rayner's lifetime rate for "torn capsule during injection" for its rayone hydrophilic preloaded iol range is (B)(4). As demonstrated by our incident rate this is a rare failure mode and in no case received by rayner has a causal relation to the device been established. The rayner risk analysis identifies avdancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 081174588. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of capsule rupture in this case.

Event description:
On 26th october 2022, rayner received notification from its us affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens ruptured the capsular bag upon leaving the injector.